Manufacturer narrative:
Updated fields: b4,g4,g7,h2,h10,h11 corrected fields: e1(event site email).

Event description:
It was reported that when the on/off switch was activated on the cs100 intra-aortic balloon pump (iabp), the unit only start for a few seconds and then stops. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
After the initial contact with the distributor's getinge trained field service engineer (fse), multiple attempts were made to obtain additional information on the repair of the iabp unit. No response has been received at this time. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that when the on/off switch was activated on the cs100 intra-aortic balloon pump (iabp), the unit only start for a few seconds and then stops. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's getinge trained field service engineer (fse) has advised that all internal connections and the various fuses were checked and all were "ok." In addition, the on/off switch was dismounted and cleaned, but the issue persisted. The fse intends to replace the power supply module and upon completion of repairs, a supplemental report will be submitted.

Event description:
It was reported that when the on/off switch was activated on the cs100 intra-aortic balloon pump (iabp), the unit only start for a few seconds and then stops. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.